Event description:
During a remote follow-up, loss of capture and noise that resulted in over-sensing were observed on the right ventricular (rv) lead. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the lead was explanted and replaced to resolve the event.